Event description:
Pt was in interventional radiology having an av fistulogram with angioplasty. Post-procedure imaging was delayed due to malfunction of the 8fr 6cm sheath, the physician was unable to inject contrast through the sheath, which delayed visualization of extravasation of contrast for approx two minutes. The sheath hub had separated from the sheath catheter and needed to be repaired before the post-angioplasty injection could be done. The pt had no permanent injury but was left with a larger hematoma than would have occurred if visualization had not been delayed.